Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the accept button was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the accept button was not responding. The remote service engineer (rse) advised the customer to remove the rubber cover and depress the accept button directly. The rse advised that if the button responded as expected, put the rubber cover back on so it contacted the button. The rse also advised the replacement of the switch printed circuit board assembly (pcba) if the button still does not respond. The rse provided the customer with the part number of the switch pcba to order.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the customer reported that the device has been functioning as expected. The switch pcba was not replaced. The device passed required performance verification tests per philips standards and was returned to service.